Manufacturer narrative:
The controls were run on both meters and passed. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results for one patient from the accu-chek inform meter serial number (B)(4). At 18:23, the initial result was 57 mg/dl. At 18:26, the repeat result was 43 mg/dl. The staff didn't believe the first meter and repeated using a second meter. At 18:30, the result using meter serial number (B)(4) was 111 mg/dl. This result was more consistent with the previous patient results.